Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve alarms. Associated malfunctions for this device: power switch low audible alarm, sieve beds saturated.